Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2019-09521 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively replaced due to aging of the device. There was no alleged stated deficiency of the device and patient still had therapy.

Event description:
Additional information received indicated that the ipg was electively replaced due to aging of the device. There was no alleged stated deficiency of the device and patient still had therapy.